Event description:
While administering IV infusion of a normal saline (ns) bolus, the buretrol emptied and the tubing filled with air. A 12-inch long air bubble reached the pump. The pump alarmed and indicated the following message: air in line. The ns bolus had to be interrupted, the tubing unloaded from the set and primed manually, causing a delay in care.====================== health professional's impression======================in the past, the tubing set had a ball at the bottom of the buretrol so that the pump would alarm before air got into the tubing. The old tubing set is not compatible with the new sigma pumps.